Event description:
On (B)(6) 2012, it was reported that on (B)(6) 2012 the pt's infusion device appeared to not be functioning properly because the pt's blood glucose level was elevated and she had diabetic ketoacidosis. She was admitted to the hospital for one day. While in the hospital use of the infusion device was discontinued and hospital staff administered insulin to the pt. The infusion device did not display any alarm or error messages. The infusion set was changed, but her blood glucose level continued to be elevated. On (B)(6) 2012, she went to her diabetic center and doctors there recommended she discontinue use of the infusion device and utilize insulin injections instead. The pt continued to utilize the infusion device and her blood glucose levels continued to be elevated. The pt's father thinks, the device should have signaled an alarm for occlusion, but failed to do so because, bolusing with the infusion device has not lowered her blood glucose levels. Infusion device was requested to be returned for product eval.

Manufacturer narrative:
The pt occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.